Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a continuous low flow alarm; however, evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), revealed no device related issues which would have contributed to the alarms. Additionally, a direct correlation between the device and the reported patient outcome could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned attached to the pump cable via the inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft attachment hardware. The mini apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted and retrieved log files from the returned device confirmed low flow alarms on 26nov2023 and 27nov2023. Despite the decrease in flow, the log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The pump was further tested with the returned system controller and modular cable. The system operated as intended for an extended period of time with no notable alarms/events observed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3, including death. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can also result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, is also currently available. Section 5, "alarms and troubleshooting", also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2023, while the patient was in the hospital, they were turned on their left side at approximated 22:00 and a low flow alarm went off. The flow read 0.0 lpm. The patient initially felt okay but then developed shortness of breath and became diaphoretic. About 1 minute later, the patient's flow increased to 1.2 lpm but then when back down to 0.5 lpm. The patient was hypotensive at this time. They were given intravenous fluids and the flows started to improve. The patient was transferred back to the intensive care unit (ICU) and had an arterial line placed. A computed tomography (CT) scan of the patient's chest was performed. The patient required a blood transfusion and was placed on a venoarterial (va) extracorporeal membrane oxygenation (ECMO) between 01:45 and 02:15 on 27nov2023. The patient was given potassium, sodium bicarbonate, and insulin. The patient then went into cardiac arrest. At 03:20 code was called but the patient's family requested to stop the code at 03:42. The patient passed away.